Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with sepsis. An interrogation of the cardiac resynchronization therapy defibrillator (crt-d) noted t-wave oversensing (twos) on the right ventricular (rv) lead. The device and lead remain in use. No further patient complications have been reported as a result of this event.